Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patients low alert level is set to 125 or 130 mg/dl. The cgm alerted, but then ¿10 minutes later it was 53 mg/dl). The 53 mg/dl was a fingerstick taken by the paramedics. It was not known by who the paramedics were called and by the time the fingerstick was done, the patient had lost consciousness. No other symptoms were reported for this event. The patient was taken to the hospital and was admitted for 6 days. The patient received treatment intravenous sugar and was told to eat a lot. At first the dosage of the intravenous sugar was 5mg, but when the blood glucose kept dropping, they increased it to 10mg. The patient had this treatment for 5 days after which is stopped to see what would happen. As the blood glucose dropped again, they restarted treatment with 5mg. On day 6 the blood sugar level had stabilized, and the patient had recovered. Even though there is no direct comparison between the bg and the cgm reading (10 min apart) and the patient states he is known to have abrupt blood sugar drops, the patient did allege that the cgm was reading inaccurately high during the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.it was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patients low alert level is set to 125 or 130 mg/dl. The cgm alerted, but then ¿10 minutes later it was 53 mg/dl). The 53 mg/dl was a fingerstick taken by the paramedics. It was not known by who the paramedics were called and by the time the fingerstick was done, the patient had lost consciousness. No other symptoms were reported for this event. The patient was taken to the hospital and was admitted for 6 days. The patient received treatment intravenous sugar and was told to eat a lot. At first the dosage of the intravenous sugar was 5mg, but when the blood glucose kept dropping, they increased it to 10mg. The patient had this treatment for 5 days after which is stopped to see what would happen. As the blood glucose dropped again, they restarted treatment with 5mg. On day 6 the blood sugar level had stabilized, and the patient had recovered. Even though there is no direct comparison between the bg and the cgm reading (10 min apart) and the patient states he is known to have abrupt blood sugar drops, the patient did allege that the cgm was reading inaccurately high during the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).